Event description:
The customer reported that when connected to the esg-41 there was no output involving an olympus powerseal curved jaw sealer. There was no patient harm reported.

Manufacturer narrative:
Ei: (B)(6) medical center. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.